Event description:
During product evaluation by a baxter service technician, an automix compounder required the replacement of a damaged umbilical cable assembly. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. "This complaint is an ancillary service event opened during the investigation of (B)(4)." The cause was identified to be physical damage to the umbilical cord assembly. To correct this condition the umbilical cord assembly was replaced. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. If any additional information is received, a follow-up will be sent.